Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range right ventricular (rv) pacing impedance measurement, measuring greater than 2000 ohms. The health care professional (hcp) is aware this patient is known to have variable rv impedance measurements and the patient has since been seen in-clinic for further follow up and lead testing. The rv lead is a competitor product. The device system remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range right ventricular (rv) pacing impedance measurement, measuring greater than 2000 ohms. The health care professional (hcp) is aware this patient is known to have variable rv impedance measurements and the patient has since been seen in-clinic for further follow up and lead testing. The rv lead is a competitor product. The device system remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.